Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Lot # : batch 1350332 does not exist for material 367841. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes, the device experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: it was reported that tubes are experiencing vacuum issues. Underfill.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes, the device experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: it was reported that tubes are experiencing vacuum issues. Underfill.

Manufacturer narrative:
H6: investigation summary: bd received 1 photo in support of this complaint. The photo was visually evaluated showing the amount of specimen drawn into the tubes is a splatter and is below the etched fill line on the tube. As no customer samples were received at the manufacturing site, the investigation was limited. Therefore, 10 production lot in-house retention samples from the bd inventory were functionally tested and the issue of underfill was not observed as all tubes were within specification limits. Bd was able to confirm the customer¿s indicated failure mode with the photo provided; however, no samples were returned to be tested and the complaint could not be duplicated in the retention testing. The exact cause for the underfilling of the tube could not be determined. The device history records were reviewed on both lots with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. H3 other text : see h10.